Event description:
Right ventricular ejection fraction/volumetric oximetry td catheter placed in pt 9/25/96. After 24 hrs, no resistance felt when balloon inflation attempted. Catheter changed. Balloon found to have a slow leak.